Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during implantation, when passing through the tunnel, the tunneler was not broken, but the white connector had just prolapsed. The white connecting cap (white plastic part) and the tunnel needle (metal part) were detached. The white connecting cap was the only one still attached to the catheter while the tunnel needle fell off (not intact). The tunnel needle did not stay or not left in the patient¿s body. The tunnel needle was fully retrievable; it was in on-site retention and it was removed by clamping out with surgical forceps. Normal force was used to remove the tunnel needle. X-ray machine was used/performed and no piece accounted for. It caused the catheter failed to pass smoothly through the tunnel, which affected the normal use of the surgery. They re-unpacked and re-implanted a new catheter with the same brand (same product ID and same lot) and a new tunneler was utilized on the day of the event to resolve the issue. The procedure was completed. It was stated that no resistance noted when inserting the tunnel needle. Routine salt water flushing was done and the result was normal. Nothing unusual observed on the device prior to use. No abnormality noted on the white connecting cap prior to start of procedure. The tunnel needle used was the one included in the kit. It was a protocol to insert the catheter on the tunneler needle. The patient was treated under local anesthesia and the anesthesia time was not extended greater than 30 minutes. The patient was not hospitalized. There was no blood loss. Blood transfusion was not required. No intervention/treatment required as a result of the event. No other products being utilized with the device. There was no damage/defect to the catheter itself. There was no leak. Iodophor was the cleaning agent used on the device. The insertion site was treated with iodophor prior to product placement. Tego was not utilized. There was no luer adapter issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during implantation, when passing through the tunnel, the tunneler was not broken but the white connector had just prolapsed. The white connecting cap (white plastic part) and the tunnel needle (metal part) were detached. The white connecting cap was the only one that still attached to the catheter while the tunnel needle fell off. The metal part was intact and no obvious damage seen. The tunnel needle did not stay or not left in the patient body. The tunnel needle was fully retrievable, it was in on-site retention and it was removed by clamping out with surgical forceps. Normal force was used to remove the tunnel needle. X-ray machine used/performed as a part of the procedure and no piece accounted for. It caused the catheter failed to pass smoothly through the tunnel, which affected the normal use of the surgery. They re-unpacked and re-implanted a new catheter with the same brand (same product ID and same lot) and a new tunneler was utilized which was included in the replacement catheter kit on the day of the e vent to resolve the issue. The procedure was completed. It was stated that two catheters were opened in one operation, the other one was opened to complete the procedure. No resistance noted when inserting the tunnel needle. Routine salt water flushing was done and the result was normal. Nothing unusual observed on the device prior to use. No abnormality noted on the white connecting cap prior to start of procedure. The tunnel needle used was the one that was included in the kit. It was protocol to insert the catheter on the tunneler needle. The patient treated under local anesthesia and the anesthesia time was not extended greater than 30 minutes. The patient was not hospitalized. There was no blood loss. Blood transfusion was not required. No intervention/treatment required as a result of the event. No other products being utilized with the device. There was no damage/defect to the catheter itself. There was no leak. Iodophor was the cleaning agent used on the device. The insertion site was treated with iodophor prior to product placement. Tego was not utilized. There was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the catheter appeared intact. And the tunneler shaft had the white protective sheath had prolapsed. It was reported that the tunneler broke apart. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.